Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). H11: the device was received for evaluation. During functional testing, the reported problem "air in line" was not reproduced. The device was sent for upstream air test, however unable to be completed due to service event of "reload set" occurred during testing. A review of the event history log revealed multiple "air in line" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was found the upstream sensors lower fluid number out of specification. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed air in line in the biomedical service department. There was no patient involvement. No additional information is available.